Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error and unspecified error alarm. Customer's blood glucose level was unknown at the time of incident. Customer stated that the esc button had to be hit a couple of times to work, plastic was chipped off of the reservoir compartment opening and insulin pump took longer to rewind. Customer also stated that insulin pump had random no delivery alarms and battery life was down to a week to a week and a half, battery cap was dinged up and the display screen was scratched. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with completely broken reservoir tube lip. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify no excessive no delivery or occlusion alarm, motor error alarm, e or a alarm, rewind and low battery alarm due to completely broken reservoir tube lip. However, device received with intermittent button response due to esc button were flat button dome. Connector was inspected and locked on lcd board. Device received with minor scratched lcd window, cracked case from display window corner and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).